Event description:
Pt hospitalized for medical complication of cancer treatment (gi bleed; infection, respiratory distress.) Has longstanding epilepsy and his vns had the current lowered before his radiation therapy. Had negative bronchoscopy in 06/2005. Two days later, pt had typical complex partial seizure and used the vns magnet for the 266th time. In the immediate postictal period pt went limp and pale and had apnea while seated. Duration may have been 20-30secs. Parents have never seen this before.